Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The cause of the high current drain was due to excessive leakage internal to the tantalum capacitor c1.

Event description:
It was reported that the battery had varying impedance and battery voltage readings and had a programming reset. The device was explanted and replaced. It was further reported that the device had premature battery depletion. No patient complications have been reported as a result of this event.